Event description:
In 2008, a patient/layperson alleged that his onetouch profile meter result six days prior, was inaccurately high, result 135 mg/dl. Four hours later, the patient reportedly passed out and received assistance from emergency services. The patient described correct technique. The customer care advocate replaced the meter, test strips, and control solution. Results are in mg/dl. This senior medical affairs specialist spoke with the patient the following month, at which time the patient reported the following: at 6:30a.m one month prior, the patient obtained "110" (or possibly 135 as noted earlier). Based upon the result, the patient injected 20 units nph human 100 insulin/novalin. If a result is below 110, the patient "sometimes" injects 15 units. At 8:30a.m, the patient ate breakfast. Around 11:00a.m, the patient "passed out". Although his wife called emt, neither recalled what emt did, other than take him to the emergency room where he recalls an IV in his arm and drinking orange juice. He was released three hours later. Results by emt, if tested, and at the ER are unknown. The patient alleged that his meter had been "giving me wrong readings, sometimes high and sometimes low." Because the patient reportedly passed out four hours after injecting insulin based upon his meter's result and was treated in the ER possibly for hypoglycemia, the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.